Manufacturer narrative:
Device passed displacement test and self test. No pump error hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range, inter processor communication error alarms noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump stopped functioning. It was reported that insulin pump received a pump error 2, 4, 28, 29, 49 and 68. It was reported that insulin pump was not responding and had a red flashing warning light. Customer's blood glucose was 8.9 mmol/l.